Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
While inserting the screw, the head popped off the screw. Screw head was recovered and disposed while the shaft was left in patient.